Event description:
During a duhamel pull through procedure, the staples were not present in the instrument. The surgeon resected the tissue and completed the procedure with another device. The hosp has reported that the pt's status is satisfactory.